Event description:
On (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses, gore® dryseal flex introducer sheath and a gore® molding & occlusion balloon catheter (mob). Trunk-ipsilateral leg endoprosthesis was deployed below the renal arteries. During deployment of the ipsilateral leg of trunk-ipsilateral leg endoprosthesis, the leg was deployed while pushing up proximally, but the left internal iliac artery was unintentionally covered by the distal end of the device. Blood flow to the left internal iliac artery disappeared. An attempt was made to push up the distal leg by using a balloon, but it was not successful. After all stent grafts were implanted, the balloon touch-up was performed. Angiography showed a possible dissection in the distal end of the ipsilateral leg. An additional stent graft was extended to the left external iliac artery as a treatment and the procedure was completed. The physician mentioned, it cannot be denied that the bifurcation of the internal and external iliac arteries could not be identified. He had intended to place the ipsilateral leg about 5 to 10 mm proximally than the marking point. Reportedly that the entrance to the left internal iliac artery was originally narrowed and slow blood flow prior to the procedure. As for the dissection, it is also possible that it occurred on the sheath insertion and/or removal. Reportedly the dissection may have attributed the left internal iliac artery occlusion.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® molding & occlusion balloon catheter (mob) device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint. [Major adverse events]: trauma to the vessel wall, including spasm, dissection, perforation or rupture w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.